Manufacturer narrative:
Product implicated is a 2 french catheter. Returned for evaluation is the catheter hub only, which measures 5.6cm. Lot history review showed no unresolved mfg issues and no prior product complaints of similar nature. The catheter separated inside the hub. In order to view the tubing, the catheter hub was dissected just distal to the separation point. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart.

Event description:
During insertion, the catheter broke under the wings. No other information is available.